Event description:
It was reported that a patient underwent implantation of a trochanteric fixation nail system (tfn) the nail was implanted in a retrograde fashion, on an unknown date. An x-ray done sometime last week, date unknown, revealed a non-union at the distal one third of the femur. The patient underwent explant of the nail, three 5.0 locking screws, and one end cap on (B)(6) 2015. The parts were removed without event and there was no surgical delay. The surgery was successful. No additional information was available. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
An investigation summary was attempted. The investigation of the complaint articles has shown that: product was not returned; and will not be coming back so investigations could not be performed; this report is for (3) unknown screw locking/unknown lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient's initials not provided. Date unknown. This report is for one unknown screw locking/unknown lot number. Implant date unkown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.